Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 4196 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the battery voltage showed a low estimate one month after implant. There was a drop in voltage between the initial interrogation and a second one thirty minutes later. This was due to wireless telemetry being used on the new device. The voltage estimate should rebound in a few days. The device is still in use. No patient complications have been reported as a result of this event.